Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe insulin in the tubing during the fill tubing process. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, customer was advised to reseat the luer lock and was able to observe insulin.